Manufacturer narrative:
D9, h2, h3: the return of bi71000489 provided the lot number 081981519 rev. 7. The hardware was returned and analysis was performed. When the system control board was installed in a test imaging system, the system initialized. Motion, generator, communication and charging readied. 2d and 3d images passed. Codes b01, c19, d14 are applicable to this analysis. D9, h3: logs were received and software analysis was completed. In summary, the analysis concluded this was not a software issue. Complaint data analysis found the event was due to a user workflow as log review displayed the following message to the user: early termination of the 3d scan has occurred. Images may be compromised. Please ensure that the image acquisition switch is pressed throughout acquisition. The user took their foot off the switch. Software analysis determined that the software was functioning as designed. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi-500-01093, version #: 3.1.7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. The system control board assy was replaced. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000489, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacral joint and thoracic procedure. It was reported that when the site tried to take a 3d scan for confirmation, the scan did not start. The operation could be continued because it could be confirmed with 2d. There was no reported delay to the case. No reported impact on the patient.